Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material inside the packaging of a statlock kit is confirmed and was determined to be manufacturing related. One IV ultra pediatric statlock kit was returned for evaluation. An initial visual observation showed the kit was returned sealed and a short, dark fiber was observed within the kit. The fiber was observed to be loose in the packaging with no interference with the packaging¿s seal area. An awareness training was conducted by the manufacture site. A lot history review (lhr) of judnf007 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair inside the packaging. The device was not used a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of judnf007 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair inside the packaging. The device was not used a patient.